Manufacturer narrative:
The product analysis has been completed. Investigation summary: the device was visually inspected and reddish material was found inside the pebax, with no internal parts exposed. Then, during the second visual inspection, the pebax was found damaged. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc. Product analysis lab found foreign material inside the pebax with external damage. Initially it was reported that there was high force during ablation. The cable was exchanged. However, the issue continued. The catheter was then exchanged. There was no patient consequence reported. The high force issue was assessed as not reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device on february 4, 2019 for evaluation and discovered reddish material in the pebax sleeve. However, no internal parts were exposed. The foreign material inside the pebax with no external damage was assessed as not reportable. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional analysis of the device on february 14, 2019, it was discovered that there was damage to the pebax in which the device integrity was not maintained. Therefore, the foreign material inside the pebax with external damage was assessed as a reportable issue. The awareness date for this record is (B)(6) 2019 because of this reportable lab finding.